Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. During the onsite inspection, the medtronic representative was unable to replicate the issue. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the probable cause of the reported event could not be determine without further information since the behavior could not be replicated.

Event description:
A medtronic representative reported that the mobile view station (mvs) was displaying an error message. The rep restarted the system and then it displayed a bluescreen. The site restarted it a second time and then the clinical application would not start. Finally, the site restarted a third time and the system booted successfully. The system's logs were sent to the manufacturer for analysis. No patient was present during the time of the reported incident.